Event description:
It was reported that the device got hot during testing. There was no patient harm, adverse consequences, medical intervention, or procedural delay reported.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the even. The device was not returned for service.

Event description:
It was reported that the device got hot during testing. There was no patient harm, adverse consequences, medical intervention, or procedural delay reported.